Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced breast cancer while using the device. The patient went to the doctor and they discovered a lump in her breasts during a normal physical. The patient reports having surgery to remove cancer, taking medicine and undergoing radiation. The patient reports they are unsure if it had black stuff in the device and never checked the device for particles. The patient reports cleaning the device everyday. The device had a bad smell. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.